Event description:
The patient was undergoing an embolization procedure using penumbra coil's 400. Following the procedure after using three different penumbra coil's 400, the patient had a headache that the physicians attributed to an inflammatory response to the coil mass and clot within the aneurysm dome. The physician gave the patient a dose of vicodin and the event was resolved.

Manufacturer narrative:
The event description has been corrected to include "embolization" vs "thrombectomy." Conclusion: after further professional medical review, it was determined by the manufacturer that this event does not fall into a "serious injury" category. The manufacturer has updated its records to reflect this change. No further information is available.

Event description:
The patient was undergoing a thrombectomy procedure using the penumbra coil 400. Following a successful procedure, and the use of three penumbra coils, the patient had a headache that the physicians attributed to an inflammatory response to the coil mass and clot within the aneurysm dome. The physician gave the patient a dose of vicodin and the event was resolved.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation as the device was implanted in the patient. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00417 and 00418. Device was implanted in the patient.